Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a clinic visit, the nurse had trouble seeing electrograms (egms) on one of the patient-initiated transmissions. The patient tried to record a symptomatic event, but there were issues with the bluetooth connectivity between patient's cell phone and device. Subsequently, no egms were recorded. Troubleshooting was discussed. The patient was stable.